Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional evaluation to include non-destructive analysis of the pump was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated during the investigation. Found an error 46510 message in the device information folder. However, during the investigation it was found that the latch lock assembly was damaged, when a cassette was attached, the pump was unable to release the cassette. Root cause of the reported event and who caused the reported event is unknown and could not be determined from the investigation performed. Recommend that the error code be cleared, and the software applications reinstalled. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other text: b5: additional information was received on 31-aug-2022 and attached in the complaint object. All issues found with these devices were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the device was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0105-01, d4: correction: model number: 2120.